Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-003, "outputted without touching the switch during the operation" which occurred on (B)(6) 2020 during a rectal resection. There was a slight delay in the procedure to get another same like device. The procedure was completed as planned. There was no report of injury to the user or the patient. There was no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6010-003 in opened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the device functions as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame 283,750 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: contraindications: when not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, surgical drapes or flammable objects, should the electrosurgical generator be accidentally activated. This issue will continue to be monitored through the complaint system to assure patient safety.